Manufacturer narrative:
Related MDR: 3004193489-2014-00105. Test strip lot #3004193489-2014-00105. Test strip lot #1020214149, expiration date: 2015, control solution lot # none. Nova max strip insert - quality control checking the system control solution test. The nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical by the consumer's spouse that; "his wife's meter was giving her high blood glucose readings all day which lead to her taking too much insulin and found her later acting erratically and unresponsive." The consumer continued to administer insulin baed on multiple high readings on her blood glucose meter which subsequently required emergent food intervention to help raise her blood glucose level. During the call the customer support, it was revealed that the consumer did not control solution test for integrity before use their initial test strips as instructed in our directions for use. While on the phone, a control solution could not be performed because the consumer did not have any control solution. The meter and test strips will be returned for evaluation.